Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the most recent battery voltage was 2.83 volts on (B)(6) 2016 and elective replacement indicator (eri) had not been triggered; the remaining longevity estimated at seven months. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited suspected premature battery depletion. The crt-p is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Further information was obtained, which indicated the device was explanted and replaced due to battery longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.